Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Reference (B)(4).

Event description:
Embolization treatment of an avm. It was reported the catheter ruptured during onyx injection and onyx was observed in the feeding vessel to the avm. No patient injury reported. Same event as MDR# 2029214-2011-00028.